Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure, image error e216, was confirmed, while e315 and screen noised was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for scope communicator error e216(image error e216) the most probable cause traced due to a component failure and for the incompatible scope error e315 and screen becomes noised the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited incompatible scope error e315 and scope communication error e216 and also the screen becomes noised. The issue occurred during reprocessing. There were no reports of patient involvement.